Event description:
It was reported that the pt experienced no stimulation sensation following a surgical procedure (botox) unrelated to the pt's implantable neurostimulator. The pt turned the stimulation off for the procedure. Following the procedure, each of the four programs were turned on and the amplitude increased. The pt felt no stimulation. The pt was urinating 40-50 times per day and experienced interstitial cystitis (ic) pain. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l into becomes available. See also MFR report# 3004209178-2011-06045.

Manufacturer narrative:
(B)(4).